Event description:
Livanova deutschland received a report that, during, the screen of the srd s5 single roller pump 150 lit up, the flow rate display showed and there was no response when the knob was turned. Restarting the main power supply and pump power supply did not improve the situation. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the srd s5 single roller pump 150. Device was tested and reported failure was confirmed, motor output stage pcb replaced, if any additional information pertinent to the reported event is received, it will be provided in a supplemental report.